Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to failed circulation pump head. During evaluation, it was confirmed that the unit did not perform to specification and was taking up water very slowly. The unit will be scrapped under the monarch project, although they have not been scrapped at the time of investigation closure. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related based on the results of the investigation, no additional actions can be taken. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was taking in water very slowly. It was requested that the unit be returned under project monarch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was taking in water very slowly. Per review of wo notes on 28jul2025, it was determined that the device had a weak circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to failed circulation pump head. During evaluation, it was confirmed that the unit did not perform to specification and was taking up water very slowly. The unit will be scrapped under the monarch project. The coin cell in the control panel was replaced. The arctic sun 5000 control panel passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Correction: h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was taking in water very slowly. Customer requested unit be returned under project monarch.